Manufacturer narrative:
Device evaluation summary: device evaluation of belt sn (B)(4) has been completed. The reported problem (ECG electrodes non-functional) was confirmed. As received, the belt failed the fall-off test at all ECG electrodes. Upon evaluation, pins 2 and 3 on the u730 processor were out of tolerance. The cause of the non-functional ECG electrodes is the out of tolerance pins. The root cause of the out of tolerance pins cannot be positively identified. No adverse event resulted from the defective belt.

Event description:
A us distributor returned an electrode belt indicating that it had non-functional ecgs.